Event description:
User facility reported that 24 hours following a successful novasure procedure the pt had abdominal pain and cramping. She was admitted to the hospital in 2008, and a hysterectomy was done on the same day. The pt was discharged (date unk) and they reported "the pt is now doing fine". Add'l info was received on 06/10/2008. It was reported that the physician performed the hysterectomy at the pt's request and was not related to the novasure procedure.

Manufacturer narrative:
Device history record (DHR) review could not be conducted as a lot and serial number was not provided by the complainant. The device involved in this event was not returned; therefore, an investigation was unable to be performed. Based on the info obtained to date, no direct correlation can be made between the reported event and the novasure device.